Manufacturer narrative:
(B)(4). Evaluation of the device found it was returned fully clip deployed. The thumb advancer had been retracted approximately 1cm distal of thumb advancement. This finding is not consistent with the report of the unsuccessful use of access ports. The internal portion of the exchange sheath was torn and some of its material was caught between the carrier, pusher and garage tubes at the distal end interfering with clip deployment. After thumb advancement had been completed, the garage tubes become flared and open to accommodate the carrier tube exposing the leaves. Retracting the device and redeployment will cause the opened garage leaves to drag against the internal wall of the sheath tearing the material. The torn sheath material, as in this case, can interfere with the clip and prevent it from achieving hemostasis. The safety release rod was found to have been pushed inward and slid as the instructions for use instructs. Based on the investigation findings, the reported event is confirmed and the cause is due in incorrect technique/procedures. No product quality deficiency was detected with the returned device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the locator wings were opened and locked into postion and sheath splitting was begun. The "3" was clicked into place without first drawing the device fully back. The use of the dilator was attempted to release the clip delivery tube but was unsuccessful as the clip had not yet been fired. The safety release mechanism was used to successfully retract the locator wings. The device was pulled back and the clip was fired, but hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, failure to follow steps/instructions the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.